Event description:
The pt reported that her infusion set outer tubing disconnected from the luer lock. She reported that after dinner her blood glucose was 242 mg/dl and she had a severe headache. She stated that she took a 30 unit injection of humalog. The pt stated that before she went to bed her blood glucose was 104 mg/dl. When she woke up her blood glucose was 262 mg/dl. Her normal range is 70-100 mg/dl. She reported that she administered a 5 unit bolus and felt insulin coming from the luer lock. She immediately changed her infusion set tubing and headset and performed a 15-20 unit bolus to reduce her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.